Event description:
The device involved in this MDR report was explanted because of premature battery depletion. Reportedly, the battery impedance increased from 1.92 kohm to 4.67 kohm within one year. It should be noted that the elective replacement indicator is reached when the battery impedance is equal or higher than 10 kohm.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.